Manufacturer narrative:
A ge oec service representative investigated the issue and found corrupt software was initially causing the error. Further evaluation showed a defective hard drive that was removed and replaced. Additionally, on recommendation, the system had a complete single board computer upgrade. The system was tested, found to be operating as intended. And released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed communication error.